Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the endoscope video image was flipped. The customer called in after the procedure to report the issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system log and found no related error. The tse explained to the customer that it could be a guided tool change related issue, or the surgeon might have switched the image orientation from the surgeon side console (ssc) touchpad. The customer understood and would call back if the issue was still present. The procedure was completed with no reported injury. Isi performed follow-up and obtained the following additional information regarding the reported event: the endoscope was reportedly inspected prior to use, and no issues were noted. The customer observed a reversed video image and was resolved by replacing the endoscope. The endoscope is not available for return to isi for evaluation.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the endoscope video image was flipped, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system log and found no related error. The tse explained to the customer that it could be a guided tool change related issue, or the surgeon might have switched the image orientation from the surgeon side console (ssc) touchpad. No site visit was conducted. The system was working properly and no additional action was required. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the endoscope video image was flipped during a da vinci-assisted surgical procedure. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the alleged failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.